Event description:
It was reported that a remote monitoring alert was received for low right ventricular (rv) lead pacing impedance (<200 ohms). Oversensed noisy signals were also present. The physician alleged the cause to be insulation damage to the rv lead. The physician elected to surgically cap and abandon the rv lead to resolve the event. A new lead was implanted and the patient was stable with no additional adverse consequences. The lead remains implanted, but capped and out of service.